Manufacturer narrative:
Correction b5: medtronic received information that prior to use of a bio-console 560 instrument, it was reported that during priming of the circuit, the user interface reported there was a motor failure error (sc mpu mc speed_control_w hard error), speed control with hard error. The customer was able to reboot device and error did not repeat. It was used it for an normothermic regional perfusion (nrp) organ procurement as no other device was available. The customer did not want to continue to use the instrument. There was no patient involvement, so no adverse effect occurred. Correction e1: initial reporter name, address, and phone updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported motor failure issue was verified during service. Service technician observed very low rpm or fast rpm changes causes errors. Error log shows errors 68, 53, 54. 68 - main ui not responding within allotted time, i.e. Not plugged in or loose connections. 53 - the low side of the speed control is less than the minimum voltage (voltage drops to 0 due to speed control high or low being open). 54 - wiper voltage of the speed control is less than its minimum voltage (voltage drops to 0 due to high or low side of the speed control being open). Ui link (swivel mast) damaged. The issue was resolved by replacing entire linkage assembly while replacing the internal cable which includes the rpm dial. Then calibrated to ensure proper voltage readings before repeating testing. Replaced batteries and filters. Preventive maintenance was performed as per specification. Additional info h3: device evaluated additional info h6: updated the annex c code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h6.2 eval code method (fdm/annex b): this field was updated. Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this bio-console 560 controller instrument had a motor failure error. Use of instrument was unspecified. There was no adverse patient effect reported with this event.